Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: ec300: master console ec300, legend ehs, s/n (B)(4), lot 62672100, manufactured 06/30/2009, 510k k081475, hbe. (B)(4).

Event description:
It was reported that "during startup, the device gives a system error and the motor unit (drill) gets really warm." It was stated that the customer believes that the console caused the handpiece to heat up; the handpiece was tested with other consoles and did not get warm. There was no patient impact.

Manufacturer narrative:
Date of this report: (B)(6) 2015 it was originally reported as (B)(6) 2015. Date received by manufacturer: 12/23/2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.